Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 300 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 1) 3.7 inr/2.7 inr no actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.